Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The patient's mother stated that the patient received an erroneous result when testing with coaguchek xs meter serial number (B)(4). The patient has had the meter since she was (B)(6) and has been fairly stable over the years. The patient has not used the meter in a while and now it is giving high results. A venous sample was collected from the patient for laboratory testing and a drop of blood from the collection syringe was tested using the meter, resulting with a value of 8 inr. Within moments, the venous sample was tested in the laboratory with an unknown method, resulting with a value of 5.1 inr. No adverse events were alleged to have occurred with the patient. The patient is not taking antibiotics or pain killers.